Event description:
A customer returned an infusion pump for service that was related to a false patient-occlusion alert. During service testing, the pump failed occlusion test. The pump alerted at a back-pressure above the allowable tolerance limit. The malfunction was discovered by the manufacturer's service technician. There was no patient involvement.